Manufacturer narrative:
Date of birth: 1942. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07658. It was reported that a rotawire fracture and a burr stuck on wire occurred. A 1.50mm rotalink¿ plus and rotawire¿ and wireclip¿ torquer were used and advance to treat the target lesion. During platforming, it was noted that the rotawire snapped in half. It was also noted that the rotawire was stuck on the rotalink plus. The devices were pulled out and the procedure was completed with a different device. No patient complications were reported.